Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.DHR: a device history review was also conducted on the component lot numbers and no discrepancies were found.

Event description:
It was reported that the tubing leaked frequently. No patient injury was reported.